Event description:
Per the clinic, the device was explanted due to a loss of connection to the internal device. The device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2012.